Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, product type: lead.

Event description:
Information was received from a consumer (con) via a manufacturer representative (rep) regarding a trial patient. It was reported that the patient had pain in their tail bone that their doctor told them to expect due to the surgery. They also mentioned that they thought they felt the wire move, but was unsure. They stated that it just felt funny. They confirmed all of the wires were connected and the controller was still working. They also noted that they had a bladder infection for a week prior to the report and their doctor was aware. The patient was on antibiotics for it, however, they stated that they didn't feel like they had bladder infection symptoms since the evaluation started. On 2017-04-21, it was reported that they had pain where the leads were placed. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.